Event description:
Healthcare professional reported "left side deflation" taken from corr log. Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. And also observed opening striated on posterior side assessed as surgical damage. Additional observations: crease flat observed.

Event description:
Healthcare professional reported "left side deflation" taken from corr log. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.